Manufacturer narrative:
H10: of the 6 devices, 4 lot numbers were provided, and lot history reviews were performed. Of the 6 reported malfunctions, no devices were returned for evaluation, however, medical records for three malfunctions and images for one malfunction was provided. Medical record review of one malfunction confirmed perforation, however, was inconclusive for tilt. The investigation for the second malfunction was confirmed for perforation but unconfirmed for tilt. Therefore, the trending code for tilt, 2616 - malposition of device, was removed from this malfunction. Medical record review of third malfunction was inconclusive for perforation and tilt. Catalog number for one of the malfunction was updated (rf400j). A root cause has not been determined. The devices were labeled for single use. H10: g4, d4 corporate lot number (unknown, gftg2549). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These reports were received from various sources. All six events involved a patient with no reported patient consequences. Of the six reported patient, two patients ranged from 54 ¿ 86 years of age, two patient weight ranged from 179 lbs ¿ 366 lbs. Of the reported patients, two were female and one was male; however, the other patients age, weight and gender were not provided.

Manufacturer narrative:
H10:the lot number was provided for 4 out of 6 malfunctions, therefore a lot history reviews were performed. Out of six reported malfunctions, product catalog for one malfunction was reported as rf400j and another malfunction reported as unk g2x.the devices were not returned for evaluation; however, medical records were provided and reviewed for four malfunctions of which one malfunction included images. Medical records were not provided for two reported malfunctions, therefore the investigation is inconclusive for the alleged filter tilt and perforation as there was no objective evidence has been provided. Perforation is confirmed for one malfunction; however,unconfirmed for filter tilt. Perforation and tilt are inconclusive for one malfunction. Out of 6 reported malfunctions, one malfunction is confirmed for the alleged perforation and tilt. The remaining malfunction is confirmed for alleged filter perforation but inconclusive for tilt. A definite root cause could not be determined based upon available information. The devices were labeled for single use. H10: d4(corporate lot number: unknown, gftg2549). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced malposition of device and perforation. These reports were received from various sources. All six malfunctions involved a patient with no reported patient consequences. Of the six reported patient, two patients ages were ranged from 54 to 86 years old and three patients weight ranged from 179 lbs ¿ 366 lbs. Of the reported patients, three were female and one was male; however, the other patients age, weight and gender were not provided.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced malposition of device and perforation. These reports were received from various sources. All five malfunctions involved a patient with no reported patient consequences. Of the five reported patient, three patients ages were ranged from 54 to 86 years old and three patients weight ranged from 179 to 366 lbs. Of the reported patients, three were female and two were male. All other patient details were not provided.

Manufacturer narrative:
H10: of the six reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80764. H10:the lot number was provided for 4 out of remaining 5 malfunctions, therefore a lot history reviews were performed. Out of five reported malfunctions, product catalog number for one malfunction was reported as rf400j. The devices were not returned for evaluation; however, medical records were provided and reviewed for 5 malfunctions of which one malfunction included images. The investigation is inconclusive for the alleged filter tilt and perforation for one malfunction. Perforation is confirmed; however, unconfirmed for filter tilt for one malfunction. One malfunction is confirmed for the alleged perforation and tilt. One of the malfunctions is confirmed for alleged filter perforation but inconclusive for tilt. For the remaining one malfunction, difficult to remove (a150207) code was added additionally and the investigation is confirmed for the alleged filter tilt, peroration of the inferior vena cava and retrieval difficulties. A definite root cause could not be determined based upon available information. The devices were labeled for single use. H10: d4(corporate lot number: gfsl1353, unknown),g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 6 devices, 4 lot numbers were provided, and lot history reviews were performed. Of the 6 reported malfunctions, no devices were returned for evaluation. Medical records were provided for 1 devices and reviewed for each malfunction. 'Perforation of the ivc was confirmed and filter tilt was inconclusive for 1 device. Medical record and x-ray image was provided for 1 device as the company is currently reviewing the medical record and x-ray image. 4 devices samples or medical records were not provided. Therefore, the investigation is inconclusive. A root cause has not been determined. The devices were labeled for single use. Corporate lot number (unknown, gftg2549).

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model rf400f. Vena cava filter allegedly experienced malposition of device and patient device interaction problem. These reports were received from various sources. All six events involved a patient with no reported patient consequences. Of the six reported patient, two patients ranged from 54 ¿ 86 years of age, two patient weight ranged from 81 kg ¿ 366 lbs. Of the reported patients, one was female and one was male; however, other patients age, weight and gender were not provided.